Event description:
After soaking my denture with the tablet and applied the adhesive, I kept my denture in less than 48 hrs. I took a nap. My face was swollen. I went to the hospital. My face was all right after that. My gums were so swollen all the time that it made my dentures warp. I still have them. They don't fit. I have 3 fillings on the bottom. On the top I have a full denture. I live alone. I notice when I spit from brushing my teeth the sink is rusty. Once I drank some hot coffee, I didn't feel it until it was to my chest. I went to the dr for that. After a trip to the (B) (6) when I couldn't take my denture out they would stick tighter. Small particles would seem to go up my throat. This was noticeable because I was at airports and hotels. I have neuropathy and all the other symptoms. I noticed something about childbirth. I will tell you if you ask me. I've been studying something on me for a long time. Now I know its in my mouth. When I went to the hospital for the swollen face I went because of a water contamination in the city for 2 days. I told them at the hospital I didn't drink the water, I only soaked my denture in it. I had a stroke in the eye. I could feel the particles going that way. The dr say I have cataracts. The stroke in the eye was a different day. Your study is old. I would like to be in a new study. Dose or amount: regular, frequency: daily. Dates of use: 40 years. Diagnosis or reason for use: to hold dentures in.